Event description:
It was reported via voluntary medwatch from user facility that a hemodialysis patient's venous needle "came out of" his arm. This occurred with approximately 30 minutes left in his hemodialysis treatment. It was further reported the patient's arm was positioned close to his body in the hollow of the chair next to the armrest causing tension on the needle cannula leading to it's dislodgement. There is no allegation of malfunction against any product. Additionally, the tape on the needle wings was not secure. The machine alarmed and the blood pump stopped as it is intended. The patient became unresponsive and required CPR. He was revived on scene. Ebl 500 cc. Patient was admitted to the hospital for 2 days and received blood transfusion. The machine was pulled from service following the event and passed all functional tests.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The device passed all functional tests and further investigation was declined by the user facility. The post market clinical department is in the process of reviewing patient medical records and treatment data information regarding the reported unresponsive episode with blood loss during the patient's hemo dialysis treatment. There is no malfunction alleged. A supplemental medwatch report will be submitted upon completion of the investigation. (B)(4).